Event description:
An emergency room physician reported infections following two separate facial laceration repairs.

Manufacturer narrative:
An emergency physician reported an infection following the repair of two separate facial lacerations and raised the concern that the tissue adhesive was the source of the infection. One patient had a laceration on the hairline of the forehead and the other patient had a laceration on the eyebrow. Both lacerations were approximately 1 cm in length and described as simple lacerations. Both patients developed pus under the adhesive. The physician performed an I and d and prescribed antibiotics. One patient returned in 24 hours and improvement was noted. The wound for one patient was cultured and came back positive for staph aureus. No information was available for the second patient. No samples or lot numbers were provided to us. There have been no other similar reports from other physicians at the facility. We have no evidence to suggest the tissue adhesive caused or contributed to the infection but in an abundance of caution, this medwatch is being filed.